Manufacturer narrative:
The prismaflex machine was inspected by the hospital's biomedical technician. The device manufacturer has requested the following info from the hospital: clinical info associated with this event and the outcome of the biomedical technician's inspection of the prismaflex. No info has been received from the hospital as of this date. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
Approximately, 10 minutes after initiating continuous renal replacement therapy, the pt's bp decreased without response to norepinephrine. The pt's heart rate and oxygen saturation decreased and the pt coded. CPR was performed, and the pt was administered 2 ampules of epinephrine. The pt's heart activity, bp, oxygen saturation and neuro status returned to the same status as it was prior to the code.